Event description:
The pt expired during a surgery involving simplex. The pt had a long history of medical conditions that may have been contributing factors, some of which were contraindicated for simplex use.